Manufacturer narrative:
D3 and d4 - primary UDI number: corrected. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was stated that the device exhibited an air in line error. There was unknown patient involvement.

Manufacturer narrative:
Initial reporter zip code, no information was provided to date. Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.